Manufacturer narrative:
(B)(4). The complaint sensor device was not returned for evaluation. The receiver bring used with the sensor was returned for evaluation. A visual inspection was performed and found no defect. The receiver passed functional testing. The receiver data log was downloaded; however, the date of issue was not captured in the log. There were no issues with the receiver. However, the patient had provided data to dexcom and it was reviewed on 01/05/2015. The date of issue was in this data and the reported inaccuracy was confirmed at a 34.51% inaccuracy.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver data log was downloaded and found no errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. Customer complaint could not be verified.